Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, a diagnostics anomaly was observed. An episode recorded the atrial fibrillation (af) duration as four hours but returned to sinus after 2 minutes of af based on electrograms (egms). The patient was stable.